Event description:
The device was applied during a laparoscopic nissen procedure. Reportedly, the needly broke. The component was retrieved without incident and the surgeon completed the procedure with another instrument.